Event description:
It was reported that the pump declared a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to inspect and clean specific parts of the pump, including the cartridge o-ring and pneumatic tap area, with the intent to replace the cartridge. The customer was not at home with necessary supplies at the time and planned to call back once home to complete the cartridge change. Technical support sent a follow-up email to continue assistance and intends to close the case once resolved.